Manufacturer narrative:
The product was not returned for eval. We are unable to determine if any product malfunction or other product condition could have contributed to the reported hyperglycemia and hospitalization. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
The customer reported on (B)(6) 2015 her blood glucose, carbohydrate intake and insulin history is as follows: (B)(6). At 2:06 pm she was having an anxiety attack so she decided to go to the hospital and upon arrival she was placed on a saline drip. The pod was then deactivated.